Manufacturer narrative:
E1: patient country: (B)(6). Patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set had blockage at the tubing and insulin was not exiting in the tubing on (B)(6) 2024. No further information was available.